Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify delivery anomaly and test device test failed anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer blood glucose level was high. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer reported that the basal rates were programmed accurately. Customer reported that the bolus wizard was programmed accurately. Customer reported that the troubleshooting based on under delivery. Customer reported that they repeated high pressure test and test results was failed. The insulin pump will be and reservoir will not be returned for analysis.